Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. The device is not providing therapy. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information indicated that patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event that the ipg displayed the ¿replace generator¿ message was confirmed. As received, the ipg displayed the ¿replace generator¿ message. The uep inductive tool showed eri and eol time stamps had been logged by the ipg. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided.